Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The high voltage interconnect cable was replaced. The generator interface board, system interface board, and fluoro function board were replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported a communication error message during a cine run on the 9900 system. No pt injury was reported.